Event description:
The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: additional information added to event description. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the only the mixers of the confidence kit, no needles were returned for evaluation. The mixers has no significant defect on it. The kit has traces of usage. With the available information, it is not possible to establish a root cause for the failure of the device. The reported allegation cannot be confirmed. No dimensional inspection was performed as it is not applicable for the complaint condition. Cement lot number 4195608 is identified to be used with the confidence kit: lot number 382078. Retain test was performed for the cement lot number: 4195608. Lot: 4195608 manufacturing date: 01 jun 23. Expiry date: 30 nov 25 quantity: (B)(4). Product checked: retained samples required testing: tm-t150 cement setting time the samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4195608 dough time: 42s (90s) mix characteristics: stiff setting time: 14 min 27s (12 min 00s to 24 min 00s). The cement mixed and behaved as expected for the product type and met the appropriate control specification. Setting time was tested using tm-t150 (comparative test for tmt077). The recorded setting met the control specification. The overall complaint was unconfirmed as the observed condition of the confidence kit, no needles would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device: product code: 283913000 lot number:382078 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-sep-2023 manufacturing site: jabil le locle expiry date: 31-aug-2025 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility address: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in poland as follows: it was reported that during surgery on (B)(6) 2024, the cement components did not mix once properly assembled. The physician used another product of the same type to complete the procedure. There was no patient consequence reported. This report involves one confidence spinal cement system confidence kit spinal cement system. This is report 1 of 1 for (B)(4).